Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). Visual inspection: 1) received: catheter and connector were attached to one another. The catheter was inserted up to the marking point. Catheter visual inspection: no fractures observed. Verified the catheter end and tip markings were present and visible. No other abnormalities were found. Dimension check: [catheter length test]. Company specifications: 910.08mm ~ 929.6mm. Received sample length: 943mm. Reference sample length: 929mm. The received sample was not within company specifications. We deduce the stretching is from an external force applied during application. Device history record. Batch no. Not provided. Note: this report is being filed for an item number that is not sold in the united states, however this item or similar items are sold in the united sates by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): catheter cut off. The catheter was torn out during surgery.